Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the customer reported complaint. The instrument pitch up cable was broken at the distal clevis hub. The broken segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci cystectomy procedure, the fenestrated bipolar forceps instrument was not working properly. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.